Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, after the suture was deployed, it did not hold and came out of the artery. A starclose se device was used to achieve hemostasis. There was no adverse pt sequela. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received indicating a cuff miss occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.

Event description:
Revision surgery - the pt was experiencing pain. The surgeon decided to perform an ind and liner exchange and make sure there was no infection. Removed old liner and implanted a new one, old implant was in perfect shape.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.